Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ device wrinkling: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rippling". Later patient reported "capsular contracture, baker grade IV". Lather healthcare professional reported "rippling". This record is for the right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV and rupture. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture baker grade IV and rupture.

Event description:
Patient reported "rippling". Later reported capsular contracture baker grade IV and rupture. Montelukast reported as treatment; capsular contracture persisted despite treatment. Physician confirmed "rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6.

Event description:
Patient reported "rippling". Later patient reported "capsular contracture, baker grade IV". Lather healthcare professional reported "rippling". This record is for the right device. The device has been explanted and replaced.